Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. The catheter is broken in 2 pieces. The 3.1cm long proximal part of the catheter is still connected to the access port housing with the connection ring. The distal part of the catheter measures 22.7 cm. The rupture facies of the catheter is irregular. A small clear cut is visible at the level of the rupture, which could be have done by a sharp object. The diameters have been measured. They are compliant with the specifications. The catheter is not deteriorated. The material surface is smooth. No visible manufacturing defect is detected. Conclusion: without the x-ray pictures or more information regarding the catheter implantation, it is not possible to conclude on the origin of the catheter rupture at 3 cm of the access port housing. As a rare incident, no corrective action is envisaged. If new elements became available in the future, the file will be reopened.

Event description:
"Months after the implantation, rupture of the catheter."